Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 46 mg/dl. It was stated that the customer needed to visit her endocrinologist to review her insulin pump settings. Found that the customer had been wearing the infusion sets for up to six days at a time. Advised that the infusion sets should be worn for no more than three days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.